Manufacturer narrative:
Conclusion: foot board assembly.

Event description:
It was reported by service report that the foot board was cracked. There was pt involvement; however, no adverse consequences are reported.